Event description:
It was reported that a device was used during a cholecystectomy. The device leaked during the procedure. Another device was used to complete the case. There were no consequences to the patient.